Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The unit was received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Cracks to the belt clip slot and reservoir tube lip noted.

Event description:
Customer reported a motor error alarm during the set change. The blood glucose reading was not known. Customer stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.